Event description:
It was reported when using the bd vacutainer® z (no additive) plus urine tube there was one damaged device that was leaking specimen. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photo indicated a cracked tube, causing a leakage. Additionally, a visual examination of 100 retained samples did not identify any instances of damaged tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.